Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system would intermittently give filament regulator failure errors during a procedure with patient involvement, therefore this malfunction may have resulted ina possible aro. There is no report of injury or death associated with the event described in this complaint.